Event description:
The disposable vitrectomy handpiece had a bleb in the metal preventing it from fitting into the trocar during the procedure. Manufacturer response for vitrectomy handpiece, bausch & lomb stellaris elite 25ga bi-blade vitreous cutter pack (per site reporter), informed.